Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that at around 8:00 am, the patient observed that she was weak and confused, and that her dexcom displayed low with no value. Since she didn't had a blood glucose meter, she drank fruit juice. She attempted to call a family member for help, but when the family friend arrived, she was already experiencing headaches, confusion, and disorientation. As a result, they called an emergency medical technician (emt), who checked her blood glucose level that read 800 mg/dl while the cgm still displayed low. The patient was treated by emt with IV medication and took her to the hospital. At the hospital the patient was treated with IV fluids, but that the dosage for insulin and insulin injections was not given. She was hospitalized until on (B)(6) 2024. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When emt came, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.